Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a hospitalization for high blood glucose levels. Customer was stressed and had just gotten her new insulin pump. The pump was programmed. Customer's blood glucose level when admitted was 498 mg/dl. The customer had diabetic ketoacidosis. Customer was not in an accident. Customer also needed assistance changing her infusion set and priming. Nothing further was reported.